Manufacturer narrative:
PMA/510(k) #: p050006. (B)(4). The gore® cardioform asd occluder instructions for use list embolization as potential clinical and device adverse event.

Event description:
It was reported the physician selected a 27mm gore® cardioform asd occluder to close an atrial septal defect measured to 10mm with transesophageal echocardiography. Balloon sizing was not performed. Additionally, there was a deficient aortic rim (4mm). The occluder was successfully placed on the septum. The correct position was confirmed using transesophageal and fluoroscopic imaging. The device was assessed, locked and released. A final check with transthoracic echocardiography showed a residual shunt on the anterior part of the septum. The physician chose to remove the device. While attempting to snare the device, the occluder embolized into the right atrium. After several attempts, the occluder was successfully removed. The procedure took approximately 1.5 hours and concluded without defect closure.